Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed visual inspection and found sensor needle bent inside sensor. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. Unable to confirm the adhesive anomaly to the opened/used sensor.

Event description:
Customer reports to have received a calibration error and experienced blood glucose versus sensor glucose differences. Customer states sensor glucose was 50 and blood glucose was 345 mg/dl. At other times, blood glucose would show lower than sensor glucose. Customer was working with trainer as customer had lost confidence in product. After troubleshooting, customer was advised to speak with healthcare professional regarding sensor insertion site as customer was also having difficulties with this. Sensors would be replaced. No further information provided.